Manufacturer narrative:
Final analysis of the implantable neurostimulator revealed no significant anomaly and a reduced capacity due to overdischarge.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device "depleted prematurely" and an overdischarge was suspected. It was reported that the patient felt his stimulation decreasing. It was noted that the device was at 25% battery. The reporter stated that patient tried to recharge device, but could not find the device with the recharger. It was stated that a physician recharge mode (prm) was performed without success. Additional prm cycles were performed with the same result. The reporter stated the device was explanted and replaced with a primary cell. It was also stated that the patient felt "proper" stimulation. There were no patient injuries or adverse events associated with this event.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.